Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer experienced low blood glucose. Customer woke up having a seizure and customer was given glucagon but it did not help. Customer reported that they had to call the ambulance for assistance they gave the bag with glucagon and that help was not rushed to emergency room. Customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.